Event description:
It was reported that the patient present to hospital for implant procedure. During the procedure, it was noted that the guidewire had difficulty advancing in the left ventricular (lv) lead. The lv lead was removed from the patient¿s body, and the guidewire was withdrawn. The lv lead could not be flushed due to an obstruction in the lead. The lv was not used and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire due to some obstruction inside the lead was not confirmed. A complete lead was returned in one piece. The guidewire used at the procedure was not returned. The test guidewire was inserted all the way through the distal tip of the lead and removed without any obstruction. No lead anomalies were found.